Event description:
The customer reported that the retroguard valve leaked upon initiation of bypass. The case was stopped while the valve was cut out and replaced. The case was then completed with the new valve without incident. No pt injuries were reported.